Manufacturer narrative:
The patient passed away three weeks later due to an unspecified reason. The device was explanted and returned for testing. Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the device was performed. The device functioned within electrical specifications when subjected to pacing and sensitivity testing. The sensitivity was tested with the device pacing at the lower rate limit and the maximum sensor rate, no discrepancies were noted. Sensitivity testing was also performed at the parameters noted in the field at the time of the observation, and tested in specification. The visual inspection did not reveal any discrepancies with the lead ports or set screws. Final analysis was unable to confirm the reported clinical observations as no device issues were identified. This event will be re-evaluated if additional information is received.

Event description:
Boston scientific received information that this patient came into the hospital due to a syncopal episode. Device evaluation noted undersensing and inappropriate pacing. During observation, telemetry strips showed the undersensing and additional pacing therapy appeared to have induced ventricular fibrillation (vf) and the patient required an external shock to convert. Lead impedance and thresholds were fine. The sensing was reprogrammed to bipolar, autosense was programmed off and sensitivity was reprogrammed to 0.75mv.

Manufacturer narrative:
The patient was released the following day and no other adverse events have been reported. This issue will be re-evaluated if additional information is received.